Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported that during set up prior to pt use, it was reported that after the nurse pressed the start button, the device made a clicking sound and displayed error 108 (motor phase loss) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.